Event description:
The user facility reported that their washer was "throwing" sparks out of it.

Manufacturer narrative:
The user facility stated that during a cycle their washer alarmed; an employee shut down the unit for the day. The following day another employee powered up the washer and at this time the sparks were observed. The employee stated that the sparks were coming from the recirculation pump. A steris service technician inspected the washer and found that the recirculation pump required replacement. The technician repaired the washer and returned it to service. The recirculation pump was returned to steris for evaluation. Evaluation results indicated that the motor starter in the recirculation pump malfunctioned which activated the washer's motor overload alarm as designed. The washer was installed in 2010 and is heavily used by the user facility.

Event description:
No report of injury.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.